Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were provided for evaluation. However, photo provided confirms that the drill was fractured. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument fractured the peg drill was used through the guide, and the tip of the drill snapped off. All pieces were removed and nothing remained in the patient. There is no additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, device available for evaluation, report source, device evaluated by MFR. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned part confirms that the device is fractured and exhibits wear consistent with usage of the device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.